Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing were noted on the right atrial (ra) lead. Insulation damage of the ra was suspected to be the cause of the event, however, no intervention has been performed at this time. The patient was stable.